Manufacturer narrative:
Received nine 138114a in original packaging. Lot number was verified. Performed a visual inspection, six of the packages did not have any signs of abnormalities or defects. Three of the packages had devices encroaching the seals. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on three of the packages. Root cause cannot be determined; however, a possible cause of this event could be that the sealing and forming was misaligned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 9 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 242 complaints, regarding 1200 devices, for this device family and failure mode. During this same time frame 8,901,163 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Sterility guaranteed unless package has been opened, broken, or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.